Event description:
On (B)(6) 2017, I underwent double jaw surgery. During the surgery, the surgeon severed my inferior alveolar nerve and repaired it using a bio-gide and / or bio-oss collagen membrane. For a month I continued to have severe impaired and altered sensation and at 1 year post bio-gide repair, a nerve graft repair was attempted but the nerve was found to have deteriorated into fibrotic fatty tissue and was dying and in disrepair. MRI neurography revealed the nerve was non continuous and severely damaged; 2 different microneurosurgeons had extreme difficulty finding the nerve for grafting. The operative report has listed a bio-oss membrane implanted; however, the surgeon described using a bio-gide collagen membrane that is not listed on the operative implant record. I have not seen evidence that either bio-gide nor bio-oss collagen products are approved by the FDA for nerve repair.